Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 8042b, implanted: (B)(6) 2009; 4965 implanted (B)(6) 2009. (B)(4). The lead remains in use and will not be evaluated.

Event description:
It was reported that the right ventricular (rv) lead had low impedance and was oversensing. A holter monitor was placed and the patient is being monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.